Manufacturer narrative:
The manufacturer previously reported a failure of the front panel/keypad led pca. The front panel/keypad led pca was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the front panel/keypad led pca failing was due to a failed resistor (r36).

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, ventilator's ac inlet connector was observed to be damaged. The device's ac inlet connector was replaced to address the issue.